Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided. Additional information was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "real triathlon stems and mrh baseplate work together, but trials do not. Doctor wanted to use real triathlon stem with mrh baseplate and was able to, but trails didn't match, so we wasted a stem. The doctor was upset."